Event description:
It was reported there was a broken window. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the lcd (liquid crystal display) lens is broken, both printed circuit board flexs are creased, and both battery contacts are compressed. (B)(4).